Event description:
Co2 stryker insufflation tubing would not connect to insuflation machine properly, it was not sitting properly. A second device was opened and used without incident. It is unknown if it was the same or different lot number.